Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged between 300-500mg/dl. Correction boluses were delivered and a manual injection was administered to address the bg level. Reportedly, the customer delivers correction boluses, while disconnected from the pump, and does not observe insulin dripping out of the pump. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion. The customer clears the occlusion alarms and resumes insulin deliveries. Reportedly, the customer reverted to manual injections for insulin therapy.